Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: inratio: 7.5, (different inratio) re-test: 3.5, lab: 10.0. Time between inratio testing two minutes. A few hours later a lab draw was done at the hospital. (Customer not sure of exact time difference). Finger was milked prior to testing. Customer is not sure which inratio result belongs to which inratio meter. Last dose of coumadin was taken the night before testing ((B)(6) 2011). Note: customer did not know which results were obtained from which meter, as a result this complaint was reported for two inratio meters. Reference MDR @2027969-2011-02188.